Manufacturer narrative:
Other text: one device was received for evaluation. Visual inspection found the tamper seal to be missing, but the device was observed to be in good condition. The device's event history log was unable to be downloaded. To conduct functional testing a battery loss alarm test was performed. Upon testing, the reported problem was confirmed. It was determined that the real time clock (rtc) battery was the root cause. To address the problem, the back up capacitor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
D4 (UDI) and g5 are unknown; no further information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump alarmed lec1720. No patient injury reported.